Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary stenting procedure, after several failed attempts to cross a calcified lesion in the mid left anterior descending (lad), the cypher stent was spoiled at the tip of the stent. As the physician, did not want the product to be unusable, he re-inserted the device in the right coronary artery (rca) again. The rca vessel was more calcified than the lad, therefore, the stent was unable to cross the lesion. When the physician retrieved the device from the patient, the sent had migrated from the balloon due to the impact with the tip of guiding catheter. Fortunately, the stent was in the sheath and not the vessel. The procedure was completed with a 2.75x18mm endeavor.